Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps (mbf) instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument had a burning of the plastic at the base. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and there were no damages or anything unusual. Thermal damages were first observed intraoperatively when there was contact of monopolar scissors on the jaws of the maryland for monopolar coagulation of the tissue held in the bipolar forceps. The surgeon did not even notice the cause of the thermal damage to the instrument. There was no collision, only deliberate apposition by the surgeon of the instruments on top of each other. An electrical arc was observed during the procedure with an instantaneous flash on the image, during coagulation in the dissection of the round ligament. The maryland bipolar forceps and monopolar scissors were in use when the electrical arc event occurred, with the arc originating from the monopolar scissors. The surgeon did not notice what caused the electrical arc event. There were no injuries to the patient. The instrument and associated accessory are not available for return to isi for evaluation. Normally, a video was recorded via the hub, from one of the two surgeries of the day, although the specific surgery is not remembered.